Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the adhesive has peeled off due to damage of the distal end, likely caused by physical stress / external force being applied. Since the subject device was manufactured more than 5 years ago, it is possible the device was impacted by aging deterioration. A review of the instructions for use identified the following verbiage under 'inspection of the endoscope'. "Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities".

Manufacturer narrative:
The scope was returned to the service center. The evaluation found the adhesive at the distal end forceps cover was peeled off. The scope was leaking from a loose elevator channel inlet; no fluid invasion. The pink rubber coating on the probe unit was cut. The bending section cover adhesive was peeling. Switch# 1 was not working. The scope was repaired to standard specifications and returned to the customer. The scope was last serviced via repair on september 20, 2019; leak at control knob. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the evis exera ii ultrasound gastro-videoscope's suction port was leaking. No patient injury or harm was reported.